Event description:
It was reported that during a lap cranial ablation, the tip fell off of the blade and fell into the patient. They used a forceps to retrieve the tip and there was no piece left. They used a second device to complete the case. No patient consequence was reported.

Manufacturer narrative:
Evaluation summary the analysis results found that the device was returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. The blade was returned in good physical condition and complete. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, a corrective and preventive action has been initiated to address this issue. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.